Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, h3, h6: multiple fdd/annex a codes were reported. A05 was coded for combined position sensor unit/system control unit (psu/scu) firmware indicated unknown firmware and the optical localizer (psu) indicated unknown firmware. A1102 was coded for system indicated localizer faulted. The system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system indicated localizer faulted. When entering self test, the manufacturer representative (rep) reported that under internal component firmware, the combined position sensor unit/system control unit (psu/scu) firmware indicated unknown firmware and the optical localizer (psu) indicated unknown firmware. After going back to the system, the errors were no longer present and the system appeared to be functioning as intended. There was no patient involvement.